Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from 12-jul-2021 to 12-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that 3-litre normal saline bag spilled on the top of the station, leaking into the back panel causing a short circuit and fire damage to the system. The field service engineer replaced the mini and half height drawers, bus cable, communication sled and power supply to resolve. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer reported that a bd pyxis¿ anesthesia station es was damaged by a 3-liter normal saline bag spill, causing a short circuit and fire. Customer stated that the event occurred during a case but did not report any impact to patient care. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system was damaged by a 3-liter normal saline bag spill. Customer stated that the event occurred during a case but did not report any impact to patient care. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and determined that the normal saline bag spilled on the top of the station, leaking into the back panel causing a short circuit and fire damage with no injuries being reported. The field service engineer will replace the mini and half height drawers, bus cable, communication sled and power supply to resolve.

Event description:
Customer reported that a pyxis anesthesia es system was damaged by a 3-liter normal saline bag spill. Customer stated that the event occurred during a case but did not report any impact to patient care. Patient or user harm was not reported.